Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 400 mg/dl. The user did not perform a supply change during the episode and reported extending infusion set use beyond the recommended time. A supply change was advised. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.